Event description:
It was reported that the customer experienced an issue with their pump¿s touchscreen, which was unresponsive and did not allow interaction. There was no adverse impact to the customer's blood glucose level. The customer attempted a pump reset with guidance from technical support, but the pump remained non-functional. Reportedly, the customer reverted to alternate method of insulin therapy.